Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found. The returned device indicated a missing grommet.

Event description:
It was reported that during the implant procedure that all impedance measurements were high. The physician tried to disconnect and reconnect the lead to the device but set screw issues occurred. The physician implanted a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.